Event description:
It was reported during ongoing use, the device was electively explanted. The patient was complaining of discomfort and ultimately elected to have her device and right ventricle (rv) lead explanted. It was also indicated that the patient struggled psychologically with the implant, which is the suspected reason she wanted to have it removed. There was no reported malfunction against the device, and no complications with the explant procedure. The lead and device are expected for return.

Manufacturer narrative:
The device was received at our post market quality assurance laboratory. Upon initial analysis, there were no abnormalities observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of migration or discomfort allegation.

Event description:
It was reported during ongoing use, the device was electively explanted. The patient was complaining of discomfort and ultimately elected to have her device and right ventricle (rv) lead explanted. It was also indicated that the patient struggled psychologically with the implant, which is the suspected reason she wanted to have it removed.there was no reported malfunction against the device, and no complications with the explant procedure. The lead and device are expected for return. Additional information: this report has been updated to include final analysis results.